Event description:
The dealer states the rubber on both front casters is chewed up with big chunks out of them. The dealer states it looks like the shock forks may be rubbing against the casters.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.